Event description:
It was reported that the customer accidentally delivered too much insulin. The customer's blood glucose (bg) level subsequently decreased to 29 mg/dl while driving and is unclear on details of what happened. Reportedly, the customer required assistance and was given intravenous fluids by emergency medical services and bg increased to 200 mg/dl. Recommendation was made to consult with healthcare provider regarding diabetes management.